Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.

Event description:
This male patient was presented to theinterventional lab for an angioplasty procedure of the popliteal artery. The vessel was described as calcified. The physician had no difficulty accessing the lesio nwith a guidewire and a 6fr. Judkins sheath was inserted. The balloon was properly inspected before use. The balloon was passed over the guidewire to the lesion, and upon its initial inflation with a medex indeflator, the balloon ruptured. The balloon was carefully removed, and a boston scientific symmetry balloon was used to successfully complete the procedure. There was no reported injury to the patient.